Event description:
Dr reported that pt, following oct. 18, 2000 operation, was found on culture and sensitivity to have non-resistan staph empyema. Pt was treated at hospital and empyema was resolved without further intervention.

Event description:
Pt developed empyema. Surgeon may have to reoperate. Pt had no previous infection.